Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial using an indigo system cat3 aspiration catheter (cat3), a non-penumbra sheath, and a guidewire. During the procedure, the physician completed several passes using the cat3. It was reported that the vessel was narrowed due to stenosis. Next, the physician advanced the cat3 with resistance to the target location and aspirated clot. Subsequently, the cat3 became clogged, and the physician removed the cat3 from the patient's body to be flushed. Upon removal, the physician experienced resistance and the cat3 was noticed to be broken near the distal end. Therefore, the cat3 was not used for the remainder of the procedure. The procedure was completed using a new cat3 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.